Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, a white material was noted inside the purge line of the tubing. The customer noted that material would have made it impossible to clamp the tubing; however, clamping was not necessary as it was an off-pump case. The tubing and oxygenator were primed regardless, and no leaks were noted. No patient involvement as this occurred during prime. Product was not changed out. Surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, an investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).